Event description:
The device was used during a gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/1997-supplemental report #1 submitted to FDA.